Event description:
It was reported that the patient initially underwent a plif to fuse l5-s1 using interbody cage and non-medtronic product for fixation. Due to post op infection, the patient underwent the removal surgery approximately 7 months post op. The cage was removed by an anterior approach. The site was revised and the posterior fixation was implanted from l2 to iliac.

Manufacturer narrative:
(B)(4). With available information, we are unable to determine the cause of the event.